Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer stated that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 69 mg/dl and has treated with medications. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)